Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had iop test failure alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer was not able to complete rewind. Customer reports after explaining the error, insulin pump rewound again and gave motor error. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device and passed. Error was not found in history file.